Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll eclipse 23x1-1/2 rb tw had leakage. Verbatim: complaint via email. Date of incident (yyyy-mm-dd): (B)(6) 2026. Level of harm: close call - caught by process. Incident details: writer drew up haldol with filter syringe then switched needle to bd eclipse needle with smart slip 23 gauge 1 1/4 inch. Writer screwed needle on to syringe and went to administer med in patient left deltoid. When writer went administer medication, noted leaking around hub of needle. Following med admin writer noted that even though needle was fully attached it was still leaking. Procedure: im medication. No serious harm was reported.